Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when rn disconnected primary IV line from patient¿s central line, rn detected that male luer snapped off from the primary line. Prior to this event, IV alaris pump was alarming due to ¿air in the system